Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump kept alarming motor error 15 seconds after he finished the priming phase. The customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. The displacement test passed. When the manual prime was complete the customer received the error. The motor error alarm did recur. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.